Event description:
Patient alleges that unit stopped working and he had to call the emergency room because he couldn't breathe. The patient was treated at the emergency room and release with further problems. There will be continued monitoring of complaints for this issue.

Manufacturer narrative:
The device has no been received from the patient for investigation, therefore, at this time, it is not possible to determine if the device is the root cause for the patient needing to go to the emergency room for treatment. Compressor nebulizer systems are not considered life-sustaining device nad no permanent harm was reported as the patient was treated and released.